Event description:
During a follow up, increased pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and lead break were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Additional findings unrelated to the reported event(s): visual inspection of the lead found two external insulation abrasions breaching the optim sheath only with intact silicone insulation beneath distal to suture tie impression. Another external insulation abrasion breaching the connector boot proximal to the suture tie impression with intact tubing. The cause of external insulation abrasion is consistent with friction to another device of feature of the heart and device to can.